Manufacturer narrative:
The device was returned to olympus for inspection; however, the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error (e216), first purple vertical stripes across the screen and then no screen (no display/image). The event occurred during reprocessing. There were no reports of patient involvement.